Manufacturer narrative:
Inratio precision data provided by end-user lot 070274: first test inr = 2.5, second test inr = 1.6, mean = 2.05; sd = 0.64; %cv = 31.0%. First test inr = 4.0, second test inr = 4.2, third test inr = 2.8, fourth test inr = 3.9, mean = 3.73; sd = 0.76; %cv = 20.3%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 2.5, second test inr = 1.6, first test inr = 4.0, second test inr = 4.2; third test inr = 2.8, fourth test inr = 3.9.